Manufacturer narrative:
The technician found the side rail end tube is bent. The technician replaced the side rail end tube to resolve the issue.

Event description:
The account alleged the side rail was not staying in the raised position. No patient impact.